Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: kindly find below reporter reply on the requested additional information: did the device deliver any staples? [(B)(6)]: yes if yes, were the staples formed properly? [(B)(6)]: no if yes, was the staple line complete? Did the device cut? [(B)(6)]: no if yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? [(B)(6)]: no if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Could you please clarify if there were any patient consequences? [(B)(6)]: no could you please clarify if was any change in the post-operative care of the patient as a result of the event? [(B)(6)]: no

Event description:
It was reported that during a sleeve gastrectomy procedure, the ecr60d reload was loaded into the plee60a, and then the surgeon grabbed the stomach tissue, closed the gun, 15 seconds waiting time, then he initiated the firing process. The first reload misfired, it was then replaced with a similar reload. The second reload misfired as well, the surgeon then changed to ecr60g and continued the surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 1/21/2022. Additonal information: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable a manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.